Event description:
Event description guidant received information that during an MRI, this implantable cardioverter defibrillator (ICD) and implantable transvenous defibrillation lead recorded noise on the rate/sense channel that inhibited pacing and was stored as a ventricular fibrillation episode. The patient had been lost to follow-up. Device interrogation reported daily measurements of shock lead impedance measurements in the 120's prior to the MRI. Following the MRI, shock lead impedance measurements were 68 ohms and 76 ohms. All other lead diagnostics are normal.